Event description:
During a premature ventricular contraction procedure, a pressure sensor error occurred and the pump stopped working. A replacement pump was borrowed from another facility which delayed the procedure. The procedure was completed with no adverse patient consequences.